Event description:
The facility returned the device for service to baxter. During service testing, baxter srvc tech reported that the device underdelivered. No pt incident or pt injruy has been reported with this device.